Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years post implant of this mitral annuloplasty band, the band was explanted and replaced with a bioprosthetic valve.  The reason for the explant was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years post implant of this mitral annuloplasty band, the band was explanted and replaced with a bioprosthetic valve due to moderate calcification.  No additional adverse patient effects were reported.